Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead 2012 (B)(6), 4194 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that during a procedure to revise a dislodged ventricular lead, the atrial event marker was suddenly no longer displayed. It was noted that the patient was in atrial fibrillation. On the analyzer the atrial amplitude was acceptable, so a device malfunction was suspected. The ventricular lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.